Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant the atrial lead exhibited noise and loss of sensing. Lead not implanted and physician elects to use another lead.